Event description:
Boston scientific received information that both this right ventricular (rv) lead and right atrial (ra) lead disldoged and resulted in pacing inhibition and asystole for equal to or greater than two seconds. As a result both leads were successfully repositioned and now remain in service. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.